Event description:
It was reported that the patient was unable to get the infusion set to clique back and when the let go of it the white bar snapped back into place and knocked the inset off on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.